Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The power supply was repaired, the battery, the generator interface board, and central processing unit were replaced. The sys was tested and operates as intended.

Event description:
The customer reported that there was a sys error and it had to be rebooted. No pt injury was reported.